Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was not further described. The same day as the event onset, the patient was hospitalized via emergency room for the event. On an unknown date, the patient was treated with vancomycin (1.5 gram, intraperitoneal, ongoing, frequency not reported) for peritonitis. Four days after hospital admission, the patient was discharged. Pd therapy was ongoing. At the time of this report, the patient was recovered from abdominal pain and was recovering from the peritonitis event. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.